Event description:
It was reported to nova biomedical that sometime in (B)(6) 2015 the consumer was rushed to the hospital due to ".. A bad blood glucose reading...". The consumer reported, "he remembers getting a 128 mg/dl and went to the store and experienced a hypoglycemic event requiring medical intervention by emts. The consumer reported that he believes the emts received a result of '26 mg/dl' on their unknown blood glucose device. He was transported to the hospital treated and released. No information on the type of device used or lot numbers of any test strips or any blood glucose readings or dates of hospitalization was forthcoming. The test strips will be returned for evaluation.

Manufacturer narrative:
Related MDR#3004193489-2014-00116. Test strip lot # unknown, control solution lot # unknown. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.